Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of erosion is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp experienced urethral erosion. A revision surgery was performed, during which the physician confirmed erosion of the left cylinder into the distal urethra and noted that the device was still technically functional. The device was explanted and replaced with a tactra device. There were no further patient complications.